Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-11768. (B)(4) study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and myocardial infarction (mi). Subsequently, coronary angiography was performed. Target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 100% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid lad with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with direct placement of a 2.50x12mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. Three days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with coronary artery disease and was hospitalized on the same day. Subsequently, coronary angiography was performed which revealed an 80% occlusion in the mid segment of the lad. On the same day, the patient underwent coronary artery bypass graft (CABG) including left internal mammary artery (lima) to lad and saphenous vein graft (svg) to the first diagonal branch for treating the event. Four days later, the event was considered resolved and the patient was discharged on the same day.